Event description:
It was reported that slow flow was observed from the proglide marker lumen during attempted suture placement in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm repair (aaa). The arteriotomy was 8 fr, and during the procedure the sheath was upsized to 18 fr. The vessel was mildly calcified; however no calcification was present at the puncture site. The device was removed, and an attempt was made to flush the device, but no drop came out from the marker lumen. A second proglide was used and the sutures were successfully deployed. The aaa procedure was completed and hemostasis was achieved with the sutures of the second proglide and the sutures of another proglide that had been deployed in the target groin without complications. It was indicated that the proglide with marking issues had been flushed prior to use. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no blood flow through the marker lumen was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. The probable cause for the reported inadequate luminal blood marking is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The instructions for use state: the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.